Manufacturer narrative:
This report is for an unknown dynamic hip screw (dhs) construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is literature article author. No code available is for medical/surgical intervention without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: g w varley et, al (1995), wound drains in proximal femoral fracture surgery: a randomized prospective trial of 177 patients, journal of the royal society of medicine vol. 88, pages 42p ¿ 44p (united kingdom). The aim of this article is to show an effect of wound drainage upon wound healing following surgery for proximal femoral fractures. Between november 1991 to march 1992, a total of 177 patients. 86 patients had there wound drained with 21 male sand 65 females with a mean age of 79.5 years and 91 patients had there wound undrained with 18 male sand 73 females with a mean age of 80.9 years were included in the study. These patients had proximal femoral fractures and to report the effect of wound drains on the wound healing undergoing ao dynamic hip screw (dhs) or hemiarthroplasty were randomized whether to receive wound drainage or not. The follow up in clinic was 6 weeks and 6 months. The following complications were reported as follows: 2 ao dhss were inadequately positioned. 8 patients had early reoperations (within 10 days). 1 deep drain was inadvertently stitched in. 60 % of wounds were inflamed at 7 days postoperatively. 3 wound infections in the 9 patients who underwent revision surgery. 12 of the primary wound infections were in the undrained group and this group had a further patient with wound dehiscence. 18 patients with primary wound infection, 12 settled on antibiotics alone and six required drainage under general anaesthetic. 1 patient had a persisting sinus and a further patient underwent girdlestone's procedure. Drained hematoma size 19.4 (26.1ml) ultrasound assessment of wound on day 5 (table 5). Undrained hematoma size 16.7 (25.8ml) ultrasound assessment of wound on day 5 (table 5). 46 deaths in the first 6 months. Caused of death: 26 patients with bronchopneumonia, 7 patients with ischaemic heart disease, 4 patients had peritonitis, 3 patients had septicaemia, 2 patients with pulmonary embolism, 1 patient died due to aspiration pneumonia and 3 patients of unknown cause. This is report 1 of 2 for (B)(4). This report is for a ao dynamic hip screw (dhs) construct.